Event description:
It was reported that the customer's blood glucose level was 37 mg/dl. The customer's mother stated that the insulin pump's suspend feature was not working properly and that the insulin pump is delivering too much insulin. Standard troubleshooting was performed. The customer's mother was unable to successfully prime a new infusion set. The product has been returned. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window, a cracked case at a display window corner, cracked battery tube threads and a cracked reservoir tube lip.